Manufacturer narrative:
Added: device evaluated by MFR? The complaint description states that a revision was performed due to stem fracture. No clicking noise was heard, no trauma. The devices associated to the complaint were returned to r&d for analysis. The femoral stem was found to be fractured on the distal aspect. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. The DHR analysis of product code 3l92509 performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The x-rays and medical records were reviewed. It was unlikely that a manufacturing defect was present. It was not possible to identify stem fracture in x-rays provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pain in left thigh since about (B)(6) 2016. Radiologically a stem fracture was diagnosed. No clicking noise was heard, no trauma. Patient did not have any discomfort since 2011. Revision because of stem fracture on (B)(6) 2016.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.